Event description:
This report is being conservatively filed due to a patient death, unknown if device related. Crd_1002 - expand g4 phase 1 and phase 2 study. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with chronic, ischemic functional mitral regurgitation (mr) grade 4+ with leaflet tethering. One mitraclip was implanted, reducing the mr to grade 1+. There was no device deficiency. On (B)(6) 2022, a follow-up echocardiogram was performed. The mr remained grade 1+. There was no device deficiency and no device related adverse event. On (B)(6) 2023, the patient expired. Per physician, the death was unknown if device related, and additional details were not available. There was no device malfunction specified. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported patient death was unable to be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.